Event description:
It was reported that during an unknown procedure, the device would not insufflate. Three successful times after placing the trocar, a co2 leakage of the stopcock was noted during insufflation and use. A new trocar of a different lot number could be used properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged universal seal assembly, damaged sleeve assembly. The analysis results found that device (a) was received with the housing posts and housing cap orifices cracked. The cap and base of the obturator was found to be cracked. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism; therefore no testing could be performed to evaluate the incident reported. In addition, the housing posts and housing cap orifices were found to be cracked. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The analysis results found that device (c) was received with the housing posts and housing cap orifices cracked. The cap and base of the obturator was found to be cracked. A potential cause of this condition is the repeated use of (B)(4) as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b, c: batch # g9jz2f; mfg date 4/22/2010; exp date 3/22/2015. (B)(4) obturator inserted through the sleeve.